Manufacturer narrative:
This supplemental report is being submitted to provide the device return evaluation, review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Upon evaluation of the returned device, the complaint was confirmed. Damage to the pebax heatshrink coating likely led to the ejection of the laser-cut hypotube (lch), the metal which was retrieved with forceps as reported by the customer. A definitive root cause relating to the failure of the heatshirink which resulted in the ejection of the lch could not be determined. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device was returned to the service center oekg germany for evaluation; however, the device evaluation is still pending. The return device is being shipped to olympus (B)(6) site for evaluation. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported after ebus tbna (endobronchial ultrasound-guided transbronchial needle aspiration) procedure, pos 11r at the entry to the right upper lobe, the optical check revealed a piece of metal in the mucous membrane at the puncture site. The piece of metal was able to be retrieved using forceps. There was no patient harm or impact reported due to the event.